Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the patient was hospitalized due to high blood glucose levels. Patient's blood glucose at the time of issue was 520 mg/dl. Patient was treated via intravenous insulin drips. Patient had ketones. Length of hospitalization was 3 days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.